Manufacturer narrative:
The reported event of the setscrew could not be tightened to fix the lead in the header was confirmed. Analysis revealed that the physician was incorrectly inserting the wrench into the ventricular setscrew's inset. The wrench tip was only partially inserted, leading to a loss of grip on the inset walls as the setscrew was tightened. This caused the wrench to slip and then strip the inset while the physician attempted further tightening, expecting the wrench to click. The wrench stripped the parts of the inset it came in contact with. Therefore, the setscrew could not be tightened. To correctly tighten the setscrew, the wrench tip must be fully inserted into the setscrew inset, ensuring full engagement and tightening until the wrench clicks. No device anomalies were found. The problem was user related.

Event description:
During an initial implant procedure, it was not possible to fixate the lead into the header of the device because the set screw was stripped. A new device was used to resolve the event. The patient was stable.